Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. No product or data was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb pin(s) from j2 are damaged. Charge and boot testing was performed and failed due to usb pin(s) from j2 are damaged. An attempt to download the logs failed due to usb pin(s) from j2 are damaged. The receiver was opened and an internal visual inspection was performed and passed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.